Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with mild tortuosity and heavy calcification in the mid right coronary artery (rca). During the procedure a perforation occurred with a guide wire; therefore, a 2.8 x 19 mm graftmaster was advanced for treatment, but could not cross due to the anatomy. A balloon catheter was inflated multiple times to treat the perforation successfully. There was no adverse patient sequela. No additional information was provided.